Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device was returned to olympus medical systems corp. (Omsc) for the evaluation. In the evaluation, the reported phenomenon was not duplicated even if the universal cord and the video cable of the subject device were twisted, and the distal end was warmed. The exact cause of the reported event could not be conclusively determined. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc). Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. The device will be returned to omsc. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that the endoscopic image disappeared during a laparoscopic-assisted colon resection when the facility was preparing the subject device for the surgery. The facility turn on/off the video processor connected to the subject device but the image did not recover. The facility replaced the subject device with similar but another scope and completed the procedure. Since the event occurred before using the subject device for the patient, there is no impact on the patient. The device was inspected at the facility, and no abnormalities were detected at present.